Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error alarms noted. Pump error 63 follow by pump error 4 alarm confirmed in device history (variable info = 3) due to broken trace at pin on keypad assembly. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. The customer stated that they received multiple insulin pump error. Customer was able to clear the alarm and able to complete rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.